Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an attempted implant, while the right ventricular (rv) lead was being implanted, the physician was unable to confirm if the guidewire reached to the target position. Since the physician felt some resistance from the vein as the lead was inserted, the physician pushed the lead after the stylet was pulled. The premature ventricular contraction (pvc) was not triggered after the lead was attempted to be advanced to the right ventricular cavity. The physician felt this rv lead was too short, therefore the physician elected to remove the rv lead and replace with a longer rv lead. The physician attempted to reach the right ventricular cavity again with the longer rv lead, but the pvc was not able to be triggered once again. After that, contrast agent was applied through the sheath, and it was found to be leaked to outside of the vein as it was accumulated on the diaphragm. It was determined that the patient suffered a superior vena cava (svc) perforation. As the patient's blood pressure was stable, the physician elected to suspend the procedure at this time and attempt a procedure from the right side of the chest at a later date. No further patient complications have been reported as a result of this event.